Manufacturer narrative:
The device was returned to mmdg, where it was evaluated. It was found to be over infusing outside the amounts that mmdg considers non-reportable. The pump was found to be in need of calibration. The pump will be repaired and returned to the user facility.

Event description:
The initial reporter stated that the pump failed 40psi testing in their facility. The initial reporter also stated that this occured during testing, and that there was no patient impact. After being returned to mmdg the pump was found to pass the 40psi test, however the volumetric accuracy was outside the range that mmdg considers non-reportable. (B)(4).